Manufacturer narrative:
Film analysis summary: the exact cause of the reported retrograde type a dissection reported ~2 months post-implant could not be determined from the pre-implant film report returned. Complete CT¿s prior to implant were not available and a comprehensive anatomy review could not be completed. Images during implant and post-implant were also not available, and the reported type a dissection as well as the stent graft in-vivo position and configuration could not be assessed. Analysis of the returned films did not reveal any anatomical characteristics that could explain the reported dissection. It is unclear if the reported type a dissection was possibly procedure related, due to a patient related issue, or possibly caused by an unknown interaction with the implanted stent grafts. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Update PMA# p100040. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted in a patient for the endovascular treatment of a 66mm diameter thoracic aortic aneurysm. It was reported that the patient presented for follow up CT two months later and a retrograde type a dissection was observed. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient will be monitored.